Event description:
The complainant reported an 82-year-old female patient with left main (lm) stenosis was placed on impella cp support as patient was not eligible for surgery. Following implant, the patient was hemodynamically stable but not responsive. The impella was therefore removed to avoid complications. After removal, patient became hemodynamically unstable. The lm intervention was completed without impella support. Patient ultimately expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the vt/vf was not determined. B.3 revised as previously entered incorrectly. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised manufacturing site fax number from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report.

Event description:
The patient expired. Upon abiomed's medical safety officer review, there was not enough information to associate the use of the device with the patient's outcome.